Event description:
A baxter field service technician serviced a colleague device for a depleted battery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. Upon review of the pump's event history, it was discovered that a depleted battery alarm interrupted delivery. No additional information is available. The user interface module software version of this pump is colleague p1.5(5.08.92).

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: during service, the reported condition of a colleague infusion pump with a depleted battery was confirmed but not reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.